Event description:
During remote follow-up, episodes of noise were observed on the right ventricular (rv) lead. The suspected cause of the noise was due to electro-magnetic interference (emi). Provocative testing was performed, but the lead noise was not reproduced. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and there were no consequences.